Manufacturer narrative:
Investigation evaluation and corrective action are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Based on the location marked on the set diagram provided by the customer, the leak occurred at the upper loop sleeve. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes include, but are not limited to:- incomplete seating of the upper loop sleeve that resulted in the tubing becoming caught in the door and wearing during the procedure, resulting in a leak in the tubing.- a manufacturing issue in which too much solvent was applied, which caused a weakening of the tubing and over the course of the procedure

Event description:
The customer did not respond to multiple attempts made to obtain the patient information.

Event description:
The customer reported that they had a leak in the centrifuge chamber after the third cycle of a mononuclear cell (mnc) collection procedure. The customer was not able to return the patient's blood, but was able to use the collected product after the detection of leak. The patient information is not available at this time .the disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.